Event description:
Tissue expander was implanted on 10/5/96. Bilateral deflation of tissue expander right breast noted by surgeon on 4/8/96. Right breast expander was replaced with permanent breast prosthesis on 4/9/96.